Event description:
No RMA was issued the catheter is not expected to be returned. The user facility reports exhibiting problems with the catheter not being able to zero prior to use. The catheter would not go below 70mmgh. No pt contact was reported.